Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this pacemaker exhibited right ventricular (rv) loss of capture (loc). The patient was asystolic. Sodium gluconate was administered. Following this, the patient went into ventricular fibrillation (vf) and required external defibrillation. The physician stated that the patient was not pacemaker dependent and was currently undergoing dialysis. The patient was hospitalized and brain damage was suspected. Two days later surgical intervention was performed to assess the rv lead which is a competitor's product. Thresholds and impedance measurements were similar to implant measurements. The device was prophylactically explanted and replaced due to potential damage sustained from the external defibrillation. There were no allegations against the functionality of the device.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.